Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l3 and intraoperatively, the left balloon would not inflate and upon inspection outside the vertebral body, the balloon began leaking contrast agent through multiple holes. The surgical time was extended less than 15 minutes due to the incident. The surgeon states that "the balloon might have been damaged by bones at the time of insertion". No patient complications were reported.